Manufacturer narrative:
H2: correction, further information on the analysis/engineering review was provided. Previously submitted codes are still applicable. In the file there was no image data. Nbased off of the values in those, it looked like it was a bunch of reports. So this was probably something that was used to get information about the scan. Some items (it¿s a sequenced list) also have binary data in them. This was also an mr. One thing we do to accommodate multiple volumes being combined was to sort all slices by the echo/rep times. All slices in one volume will have the same echo/rep times, so they can split out the volumes based on that. The series had 181 instances - 180 of them are mr sopclass and make the volume. The other slice is that private sopclass (again, looks to be a report of some type). The 180 slices have a defined echo/rep time, so they get grouped together. The imports can be looped over which gets called twice - one for the 180 slice mr, and once for the private sopclass. The mr succeeds, and is stored into the database. The private does not, because there is only one slice, and the sopclassuid is not supported. If a private sopclass (any non image sopclass) is included in the series, it will skip that slice. But it only does this for everything in the same echo/rep group. Thus, if it¿s a CT (there is no echo/rep), it will skip it. Or if the private sopclass included echo/rep information, it would skip it as well. But for this case, it breaks that private sopclass into its own group, and thus we see the transfer failed message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4), UDI#: (B)(4). Software analysis was completed. There were 5 mr exams in which two exams only having valid number of slices(180). The sop class  from these two exams is not supported by stealth station hence user could see that warning. It was also stated that most of the data it has is contained in private tags. There had been issues in the past with scanners combining multiple volumes into one series. This means they will overlap, and would normally be rejected. The private sop class did not have an echo/rep time, so it defaults to 0/0 which effectively splits them into two different imports. It breaks that private sop class into its own group, and thus we see the transfer failed message. If any of the sorted volumes have a problem, it considers the whole series to have an import problem. Thus, it says ¿transfer failed¿ but still imports the volume. It was determined that this was a known event and is tracked in the medtronic database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection. It was reported that the magnetic resonance (mr) scans are acquired on-site using a philips scanner. When copied onto a disc (either from pacs or cd/dvd drive) the images cannot be read. The system gives an "unable to find patient images" error. When copied onto a usb, the images can be read, however, when download is selected the system does display a warning that invalid digital imaging and communications in medicine (dicom) slices have been discarded, but the exam can successfully be used for registration and navigation. It was stated that the site is experiencing issues reading scans on disc from many imaging providers. The exams can be read on the site's "brainlab" system, which is over ten years old. It was unknown if there was a procedure delay. There was no impact to the patient. Additional information received from a manufacturer representative reported that there was no delay to the procedure, as the event occurred prior to the patient being brought into the or room. Cause was confirmed to be unknown.